Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (slda) was due to challenging patient anatomy. The reported image resolution poor was associated with the imaging challenges. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, a posterior prolapse, and a flail. It was noted imaging was challenging throughout the procedure. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.